Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. What type of procedure was the device being used in? No information. Was the device locked on tissue with the jaws closed? Yes. If yes, was the knife reverse switch attempted? Yes. If yes, how was the device removed? With the knife reverse switch. If yes, did the jaws eventually open? Yes.

Event description:
It was reported that during an unknown procedure, the knife did not return to home position after the 2nd firing. The cartridge was green. Another device was used to complete the case. There were no adverse consequences to the patient.